Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. Block d4: detailed model number and lot number were not provided to bsc. Good faith efforts were completed to obtain this information; however further information has not been received to date. Because the product information is currently unknown, no UDI and other product specific information is available. If additional details become available, a supplemental report will be submitted block h2 device analysis: based on the available information, the root cause of the loss of visualization leading procedure cancellation cannot be established as the product has not been returned for analysis. The complaint device was not returned; therefore, product analysis could not be performed. Due to the lack of supporting evidence, the reported event could not be confirmed. A risk review was completed and confirmed that the event of cancelled/rescheduled - post sedation/sedation unknown was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information provided, the most probable cause of the reported issue could not be established due to insufficient evidence. The device was not returned for evaluation; therefore, no device defect could be identified and the factors that may have contributed to the event remain unknown. The impact code of cancelled/rescheduled - post sedation/sedation unknown was addressed as an adverse event related to procedure, as the procedure could not be completed due to the conditions encountered during the intervention. Based on all compiled investigation information, the most probable cause was determined to be cause not established.

Event description:
Note: this report pertains to one of two devices used in the same procedure. It was reported to boston scientific corporation that a spyscope ds ii device was used with a spy controller during a cholangioscopy procedure on (B)(6) 2026, for the treatment of a stricture. During the procedure, approximately 5 to 10 minutes after use began, the image was lost. Troubleshooting was performed, including powering off and restarting the controller; however, the issue could not be resolved. As a result, the procedure was canceled, and the patient will be rescheduled for a repeat procedure. No patient complications or adverse effects were reported in relation to this event.